Event description:
It was reported that the alarm went off suddenly. The event occurred during infusion. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
(B)(6). H3: one device was received for evaluation. The service history review identified no indication that the complaint was related to a service of the device within the view period. The review of the event history log found a record of occurred related keypad failure. Functional tests were performed. The customer problem was duplicated. The possible cause of the issue was a defective keypad. No further actions were taken. The device was returned unrepaired to the customer at their request.